Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient had an magnetic resonance imaging(MRI) in the past during which the pump stalled "a few times" and would not restart. The consumer "tapped on it finally" and when they tested the next time, it started. It was unknown when the issue occurred. No further complication was reported.